Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa states that during the end of an endoscopic radial harvest, small piece of the jaws on one side fractured off in the leg. They were able to finish the case by extending the incision and retrieving the broken piece. Case was completed with its original device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not been returned as it is being detained by the hospital, however a picture was provided by the account. Based on the photo provided, signs of clinical use and evidence of blood was observed. The silicon insulation was observed to be peeled off the cold jaw at the tip, exposing the metal portion of the jaw. The peeled silicon was observed next to the jaws in the device. No other visual defects were observed. Based on the photographic inspection, the reported failure "peeled jaw" was confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa states that during the end of an endoscopic radial harvest, small piece of the jaws on one side fractured off in the leg. They were able to finish the case by extending the incision and retrieving the broken piece. Case was completed with its original device. The hospital did not report any patient effects.